Manufacturer narrative:
Only the model/serial number of the applicator (not the system) are listed, as only the applicator was implicated in this event. The applicator itself is re-used, but the patient-contacting component of the system (with which it's used) is single-use. This is one of 10 reports that syneron is submitting for this (B)(6) site, all of which concern very similar malfunctions that occurred with a single handpiece/applicator of the subject profound system. The involved system was evaluated upon arrival ((B)(4)) and found within specifications. Temperature control was within order. The involved handpiece had been replaced and sent for evaluation previously, following reported technical issues ((B)(4)) on 4/4/2016 (applicator caused bent needles during deployment) with no reported clinical issues. Initial evaluation showed that the handpiece over-deploys the needles (hyper-extension), most probably due to a damaged "bumper" in the deployment mechanism, possibly due to wear. Photos show that the "bumper's" poron part, which functions as a stopper, failed and therefore the needles traveled a longer distance. Over-deployment leads to greater risk of needles hitting bone and bending, so may also explain the bent needles issue previously reported. However, it is unclear whether the needles bent during the treatment that is the subject of this report. Retraining of the physician was performed.

Event description:
A patient was dissatisfied with the results of treatment involving the profound system and handpiece. The patient was treated for skin laxity on lower face and neck; complained of what felt like excessive downtime, with minimal results and worsened skin elasticity. Treatment settings were 67-70 degrees, 3-second pulse duration, with pulses placed 8-10mm apart. A mild local anesthetic was used. During treatment, patient did not complain of pain or discomfort. Immediate post-treatment responses were erythema, swelling, pinpoint bleeding; one-day post-treatment, patient exhibited severe ecchymosis, swelling, erythema; one week post-treatment, continued delayed healing with excessive swelling were observed. All of these reactions are considered normal responses, and are described in the user manual as possible treatment side effects that are likely to resolve within the recovery period. In sum, the treating physician reported no patient injury.